Event description:
It was reported, during a procedure the locking mechanism on one of the zipfix straps did not work. It could not maintain tension and the inserted section kept on slipping through without slotting into place. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. An additional evaluation was performed and the report states the following: the investigation of the device revealed that the tooth side of the device had a "shaved off" section starting from its side wall, which may or may not have been pushed between the locking feature and the zipfix body during tensioning, preventing the implant from locking. There were small deformations found on the top tooth face, over some section of the implant teeth. The reason for this deformation and cause on the locking feature within the locking head is same/similar to that of the device reports. The cause for the shaved off section cannot be identified. The cause for the device deformation is related to insertion of the cut end into the locking housing in an off angle by the user. Each of the causes could have prevented the device to lock and hold the tension applied. A mishandling by the user cannot be excluded. A review of the device history records (DHR) for this lot has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.